Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/24/24 a beta bionics clinical support specialist (css) became aware that an ilet user did not disconnect the infusion set from their body during the cartridge change process, causing the insulin to be delivered unintentionally. The resulted in the user experiencing a low blood glucose (bg) event. The event occurred on 11/22/24. On 11/22/24, the user did not follow the screen prompts when inserting a cartridge into the ilet resulting in prolonged low bg levels over approximately 9 hours. The lowest recorded bg was 39 mg/dl. The user treated the lows with juice and sugar but reported ongoing fluctuations, with bg levels briefly rising before dropping again throughout the day. They consumed a significant amount of juice during this period, approximately a gallon of apple juice. The user reported symptoms of disorientation and dizziness but did not require professional medical intervention or additional assistance. The user stated they did not notice the system's alert to disconnect before rewinding. The css reminded the user of training materials, the cartridge change card, and the ilet system's alert to disconnect before rewinding. It was recommended that the user call for assistance during future supply changes to ensure proper steps are followed. The user agreed to this recommendation.